Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited highly variable pacing impedance measurements in bipolar pacing configuration. There was also loss of capture (loc) resulting in greater than two seconds of asystole due to high pacing thresholds. The device was reprogrammed to unipolar pacing. The patient planned to have increased follow-up appointments. No additional adverse patient effects were reported.